Event description:
The nurse was drawing labs from an Arterial Line Safeset connected to the patient. I pulled back blood into the Safeset syringe, and it filled with air. After assessing the Safeset syringe, I found that it disconnected from the rest of the tubing set. The syringe then started leaking blood at the connection between the syringe and and tubing exiting the front end of the syringe. After further assessment, the syringe became completely disconnected from the tubing. The charge nurse, ICU attending and assistant nurse manager was notified. The art line was discontinued.Upon inspection, there appears to be defective bonding between the Safeset Syringe and the Stopcock.